Event description:
A hydro thermablator procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient weight is unknown). According to the complainant, during the procedure, the coil within the heater canister overheated and glowed orange. Additional follow up information from the clinician confirmed that the coil within the heater canister overheated. In addition, the heater canister also melted. There were no patient complications reported. The condition of the patient is reported to be "fine."

Event description:
A hydro thermablator procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient weight is unknown). According to the complainant, during the procedure, the coil within the heater canister overheated and glowed orange. Additional follow up information from the clinician confirmed that the coil within the heater canister overheated. In addition, the heater canister also melted. There were no patient complications reported. The condition of the patient is reported to be "fine."

Manufacturer narrative:
The hta procedure set was returned and evaluated. The disposable heater canister found that the top 2/3 of the cylinder was crystallized, the heating rod is discolored, and the top connector housing is deformed and crystallized. A review of all available information failed to indicate a probable root cause of the event as there are multiple causes for the heater canister overheating. The root cause of the event is therefore undeterminable.

Manufacturer narrative:
Although the product has been returned, the device has not yet been evaluated. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional information is received, a supplemental medwatch will be filed.